Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change the user received an ¿unable to proceed¿ alert, observed insulin leaking when attempting to insert the cartridge, and could not fully seat the cartridge; the pump displayed a visible piston that had not rewound, and repeated attempts to access the change cartridge and tubing function, including after a restart, were unsuccessful, leading to device replacement. Symptoms included no reported blood glucose impact. Outcomes included replacement of the pump and continued cgm use. Investigation included remote troubleshooting and education on proper rewind procedure, verification of shipping and return logistics, and instructions for device shutdown and data sync. Investigation of this case revealed a failure to rewind with the piston not retracting, consistent with a rewind malfunction and an occlusion-related ¿unable to proceed¿ state during the fill/prime process, with the pump body/component implicated. It was concluded, based on previously established findings for similar reports, that user handling and a device malfunction related to the rewind mechanism were contributory.